Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1613c124ej, serial/lot #: (B)(4), ubd: 30-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 24 mm abdominal aortic aneurysm. It was reported that a CT was performed ~7 years later, where a expansion of the left iliac artery was observed. A month later the left internal iliac artery was embolized and extended to the left external iliac artery using the endurant leg as per the physician, cause of the event was patient's morphology. No additional clinical sequelae were reported and the patient is fine.